Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user paused the ilet pump for a shower, forgot to resume, and experienced hyperglycemia up to 270 mg/dl, then resumed therapy and was advised to allow the pump to correct and monitor. Symptoms included no reported clinical effects. Outcomes included no medical intervention, no hospitalization, no ketone testing, and no use of backup therapy. Investigation included troubleshooting and education with customer support. Investigation of this case revealed user-directed interruption of insulin delivery with no device alarms or malfunctions identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user pause leading to hyperglycemia.